Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect user interface module (uim) is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect uim for evaluation.

Event description:
The customer reported the screen on this avea ventilator does not power up. The customer stated that this unit was not on a patient.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect user interface module (uim) for investigation. The reported failure was duplicated in the laboratory. The root cause is associated with a low voltage state within the coin cell battery on the control board secondary to material issue. This issue will be internally investigated within carefusion.